Manufacturer narrative:
Device evaluation: one screw was returned for evaluation. A review of the sterility records were performed for the reported part and lot numbers which confirmed that the listed lot of product was sterilized per standard process. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
A review of the device history records and quality records associated with this manufactured lot confirmed no abnormalities were reported with this product during manufacture. The device has not been returned for evaluation as of (B)(4) 2013. (B)(4).

Event description:
On (B)(6) 2012, right acl procedure was performed utilizing a 7mm x 30mm biosure ha interference screw and a 15mm endobutton cl ultra fixation device ((B)(4)). The report states that the wound would not heal during six weeks. There was no rehabilitation in this period and work absence. The patient was stable on the day of the surgery. Four months post-op, there was exudation and inflammation with no possibility of the wound healing. Ob, crp and wbc ¿there was no bacteria etymology and no temperature was recorded. The device was explanted on (B)(6) 2013 and will be returned for analysis. Only the screw portion of the biosure will be returned.